Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue known anomaly determination. Analysis found that the initial complaint was related to a known anomaly in the software. Analysis found issue was related to the software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No evaluation was performed as the resolution was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for cervical fusion case. It was reported that intra-operatively, the trajectory 2 view went blank. The surgeon was only navigating for c2 and was using a cranial frame. The surgeon navigated and tapped the starting hole on each the left and right side of the vertebrae. The surgeon navigated the first screw and placed it on the left side with no issue. When the surgeon went to the right side, the trajectory 2 view went blank. All other views were fine. A manufacturer representative tried to cycle views and re-center the imaging in the software with no resolved. The representative then rebooted the system and upon the reboot, the trajectory 2 view was visible. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a ten minute delay to the procedure due to this issue.